Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Sleeve surgery - trocar broken in 2 inside the abdomen. (During a sleeve, the surgeon observed this at the end of the surgery) there was no immediate post operation complications. Original: trocard cassé en 2 dans la paroi abdominale. (Lors d'une sleeve, le chirurgien s'en est rendu compte en fin d'intervention) pas de complications post opératoires immédiates. Additional information received from the sales rep on 13 january 2017: the fracture occurred on the sleeve. At the end of the intervention (sleeve surgery), when the surgeon removed the trocar, he realised that a part of the trocar was missing : the second part was in the abdominal wall... It was a clean break, all pieces have been retrieved from the abdomen. The port was an ancillary port. The method of insertion was classic but the patient was really fat: (B)(6). Patient status - no patient injury

Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation. Upon inspection, engineering confirmed the complainant's experience of a fractured cannula. The root cause of the event is likely due to material degradation during the molding process, which could cause the part to be more prone to brittle fractures. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur.